Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had abnormal impedances and ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2025 to explant and replace leads. Therapy was restored.